Event description:
A caller reported an occlusion alarm. The customer's blood glucose level displayed "high," a specific value was not provided. The customer took corrective action by administering a correction injection. The customer reverted to manual dose injection for insulin therapy.